Manufacturer narrative:
A manufacturer representative was onsite to test the system. Testing confirm the failure of "corrupt patient database on bootup. The manufacturer representative rebuilt the patient database and performed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that a new install had a corrupt database. There was no patient present when the event occurred.